Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided. Section e1: initial reporter first & last name: unknown/not provided section e1: email address: unknown/not provided section d6a - implant date: unknown/not provided section d6b - explant date: the lens remains implanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. ¿ attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was originally reported that there was an issue with the preloaded toric intraocular lens (iol). Additional information indicated that the tip of the cartridge was damaged and there was no complication during the surgery. No further information was provided.